Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The reported issue of "double beep" was duplicated. The investigator was able to stop the alarm by properly attaching a cassette. Further examination showed fluid ingression around the downstream occlusion sensor. The component was replaced as a preventive measure.

Event description:
Information was received that device had double beeped no cassette. Incident occurred during testing; no patient involvement.